Event description:
The device was used during a low anterior resection procedure. Reportedly, after the instrument was fired, the anastomosis was occluded. The hospital reported no pt injury occurred.